Manufacturer narrative:
(B)(6). Three (3) actual devices were received for evaluation. Visual inspection was performed and found no evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the tubing of thee (3) large volume infusors. This occurred prior to patient use. There was no patient involvement. No additional information is available.